Manufacturer narrative:
It was reported by the hospital contact that during the procedure, the enterprise (enf452212/10424437) got stuck in the body of the prowler microcatheter (606131/lot unknown). The physician removed enterprise and prowler microcatheter together. He used another prowler and enterprise (details unknown). The procedure was successfully done. It was initially reported that the stent will be returned for analysis. It is unknown if there were any damages noted on the stent. There were no damages noted on the microcatheter. An adequate continuous flush was maintained through the microcatheter. There was no clinically significant delay in the procedure due to the event. Based on the information, the event was not confirmed. The product was not returned for analysis; however procedural factors may have contributed to the event. A sterile lot was not provided therefore a review of the manufacturing documentation associated with this lot could not be performed. No corrective actions will be taken at this time. This is 1 of 2 reports associated with report 1226348-2016-00057.

Manufacturer narrative:
It was reported by the hospital contact that during the procedure, the enterprise (enf452212/10424437) got stuck into the prowler microcatheter (606131/lot unknown). The physician removed enterprise and prowler microcatheter together. He used another prowler and enterprise (details unknown). The procedure was successfully done. It was initially reported that the stent will be returned for analysis. Based on the information, the event was not confirmed. The product was not returned for analysis; however procedural factors may have contributed to the event. A sterile lot was not provided therefore a review of the manufacturing documentation associated with this lot could not be performed. No corrective actions will be taken at this time. This is an initial/final report. This is 1 of 2 reports associated with report 1226348-2016-00057. (B)(4) concomitant medical products and therapy dates: enterprise (enf452212/10424437). Another prowler and enterprise (details unknown).

Event description:
It was reported by the hospital contact that during the procedure, the enterprise (enf452212/10424437) got stuck into the prowler microcatheter (606131/lot unknown). The physician removed enterprise and prowler microcatheter together. He used another prowler and enterprise (details unknown). The procedure was successfully done. It was initially reported that the stent will be returned for analysis.